Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the onset date of the stroke was (B)(6) 2018. The patient was admitted to the intensive care unit with nausea/vomiting, neck pain/stiffness, and headache. CT of head revealed bilateral subdural hematomas with 1 mm midline shift. Surgical evacuation of bilateral subdural hematomas was performed.

Manufacturer narrative:
Approximate age of device - 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to hemorrhagic stroke. Additional information was requested but not provided.